Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: estimated based on the gfe response from the sales representative, considering the progression of the issue over the past year.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent the procedure due to frequent implantable pulse generator (ipg) charging. The ipg was retained by the facility and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient was doing great.